Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system. During recapture of the closure device the was became kinked. The kinked was used to complete the procedure. No patient complications were reported.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system. During recapture of the closure device the was became kinked. The kinked was was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman access system (was) without the dilator. The hub, sheath, and device tip were visually and microscopically inspected. A kink was identified in the sheath 4.5cm proximal of the device tip. No other device damage was identified. Product analysis confirmed the reported device kink as the sheath of the was was kinked.